Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 302830 batch#: unknown it was reported by customer that 20 ml syringe markings are not aligned, rather than markings starting at 0 they start at 2ml verbatim: rcc received a complaint via phone. Pir attached (B)(6). Ref: 302830 lot: unknown ( customer mentioned there is numbers on syringe on top part of barrel with tabs that may be helpful n-13,38 asked if we can we track this to find lot?) Issue: 20 ml syringe markings are not aligned, rather than markings starting at 0 they start at 2ml date of event: found on monday - 7/15/2024 impacted product:1 sample is available.

Manufacturer narrative:
(B)(4) follow up. It was reported syringe markings are not aligned. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows two syringes. One syringe has the scale marking correct and the other syringe has the scale marking shifted towards the top of the syringe barrel. The zero line is at about the location where the 2ml scale marking should be. No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel scale printing process that shifted the position of the syringe barrel. As the lot provided is 'unknown,' a device history record review could not be completed. Verification of the syringe barrel printing process was performed. The settings were correct, and the flow of product was good. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Material #: 302830 batch#: unknown. It was reported by customer that 20 ml syringe markings are not aligned, rather than markings starting at 0 they start at 2ml. Verbatim: rcc received a complaint via phone. Pir attached. (B)(6) - pharmacy manager at (B)(6) hospital. (B)(6). Ref: (B)(4). Lot: unknown (customer mentioned there is numbers on syringe on top part of barrel with tabs that may be helpful n-13, (B)(4) asked if we can we track this to find lot?) Issue: 20 ml syringe markings are not aligned, rather than markings starting at 0 they start at 2ml date of event: found on monday - 7/15/2024. Impacted product: (B)(4). Sample is available.